Manufacturer narrative:
Upon further investigation of the patient exam used, it was found that the exam was not to the medtronic navigation imaging protocol. Upon loading the exam in synergy spine 2.0.1. The warning "slice thickness greater than 2 mm and slice spacing greater than 2 mm. Verify navigation accuracy" appears. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon used navigation to start the holes and was approximately 2mm inaccurate. A c-arm was in the room taking constant fluro. The surgeon removed the spine anatomy before merge. No screwed were required to be replaced. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site at time of this report. Follow-up by a medtronic representative confirmed the surgery went well. Fluoro merge was a little inaccurate due to physician removing spine anatomy before merge. Physician was informed of the expected outcome when using the navigation system in this manner. Device functioned as designed.

Manufacturer narrative:
(B)(4). Patient age was not available at time of initial report. This follow-up MDR is to report the patient age as (B)(6) years.